Event description:
The customer initially reported that when the button was pressed to activate, the device repeatedly failed to operate. Another device was opened and used. When the device was under eval, it was noted that the jaw wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.